Event description:
A 4.5mm narrow lcp plate, implanted for a humeral fracture, was noted as broken post-operative. Hardware was removed. Plate was implanted along with iliac crest bone graft for a left humeral fracture sustained while walking along the railroad tracks. Patient felt a 'pop' while playing the bongos and x-ray taken showed broken plate with delayed nonunion.

Manufacturer narrative:
H3,h6: no investigation could be performed, no conclusion could be drawn as no device has been returned. H4: synthes is unable to determine the manufacture date without a lot number.